Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive results for flu b. Unknown if results were confirmed. Confirmation method(s) not provided.